Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a primary plumset, pe lined tubing, 107 inch where it was reported there was leakage from plum set. There is unknown patient involvment, and no report of patient harm.